Event description:
It was reported to baxter (B)(4) that an intermate lv250 was leaking during patient use. The device was connected to an unknown patient and filled with a solution of 145 milligrams bendamustin and 250 milliliters 0.9% nacl when a leak was detected on the distal luer lock connector. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.